Event description:
Customer reported receiving a reading of 420 mg/dl on her freestyle meter which was higher then she felt. She reported a medical event where she experienced symptoms of blurry vision, dizziness, fell twice, lost (2) teeth and lost consciousness. It is unclear if the customer was reporting more than one medical event tied to the high reading received. She stated she took "1 pill of nitroglycerine" to help counteract the event. No diabetic medication use was reported by the customer and no third party medical intervention was required. In addition, the customer's test strips were expired. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation, and a follow-up report will be submitted once results are available.